Event description:
It was reported that when the patient presented in clinic to test the lead integrity, the high voltage lead impedance value did not update after the shock delivery during the test. Upon further evaluation, the value was noted to be in normal ranges and the doctor was happy with the outcome.

Manufacturer narrative:
(B)(4).